Event description:
Event description guidant received information that during an implant procedure, this lead was removed from the procedure and replaced due to a breach in the lead's coil approximately four inches from the terminal pin.